Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the procedure, the probe stopped suctioning and produced a lot of bubbles. The surgeon then removed it and realized that a piece was missing, which was recovered. No consequences for the patient.

Manufacturer narrative:
The device was not returned for investigation as it was reported to be soiled. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: material fragmentation. Probable root cause: non-conforming component, poor assembly process, misuse. Use errors. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub excessive force used when inserting of removing probe, probe inserted into obstructed passageway, or any forceful impact to the tip of the probe with rigid objects excessive use of device beyond stated lifetime. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the procedure, the probe stopped suctioning and produced a lot of bubbles. The surgeon then removed it and realized that a piece was missing, which was recovered. No consequences for the patient.